Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
The customer reported via phone call that the insulin pump was cracked and the display was blank. Blood glucose level at the time of the incident was 118 mg/dl. The customer stated that the device was cracked near the battery compartment. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump had cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the display window, cracked reservoir tube, cracked reservoir tube window and a loose and shifted end cap sticker.